Event description:
The hospital reported that the tip of vasoview hemopro 2 was broken. The heating element appear lifted from the jaw. There were no components of the device that detached into the harvesting tunnel or inside the patient. The procedure was completed with a new kit. No patient harm. No procedural delay was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/19/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000521907 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.